Event description:
Dc/dc converter output ground cable caught fire. The cause was short circuit that we believe to be related to an improper 3rd party installation. To prevent this in the future, a fuse now prevents a dangerous situation in the event of a short circuit. It appears that the ground wire from the dc/dc converter (victron energy sn (B)(4). Input18-35v/output 13.8v 5a max) had compromised insulation from the original installation. If the damaged insulation allowed the bare ground wire to short circuit to the battery terminal, this would cause the fire. The damage is limited to the ground conductor of a two conductor wire that was split and wrapped with electrical tape.

Manufacturer narrative:
It appears that the ground wire from the dc/dc converter (victron energy sn (B)(4). Input18-35v/output 13.8v 5a max) had compromised insulation from the original installation. If the damaged insulation allowed the bare ground wire to short circuit to the battery terminal, this would cause the fire. The damage is limited to the ground conductor of a two conductor wire that was split and wrapped with electrical tape.